Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a jugular ttvr procedure for a 29mm sapien 3 valve, the balloon could not be fully aligned with the valve during valve alignment. Multiple attempts were made to troubleshoot, but significant resistance was encountered. After many attempts at balloon alignment, the team decided to remove the system as a unit and prepare a new system. As the valve came into the esheath while removing the device, it initially began to come into the esheath without difficulty. However, the operator quickly began to note resistance, which increased when continued backward pressure was applied. The radiopaque marker of the esheath indicated the valve was partially inside the esheath, however, the position of the valve and delivery system in the patient's anatomy indicated the valve had traveled further inside the esheath than the marker was indicating. Due to the increased resistance, the valve, delivery system and sheath could not be further removed from the body without risk of serious injury, so surgery was called to perform a cutdown to remove the system. The valve was successfully implanted.

Manufacturer narrative:
Correction to h6 based on additional information received. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The returned device was visually inspected, and the following was observed: crimped valve at proximal balloon shoulder observed bunching of inflation balloon material and bunching of delaminated sheath line, compression on the flex shaft was observed within one inch from flex tip. Valve diving present at the inflow side of valve the with the flex tip, and gouges were present on the flex tip. No other abnormalities observed. Functional testing of the delivery system with the crimped valve showed the system was able to be retrieved through the esheath after completely unflexing the device. The valve was deployed from the proximal shoulder of the inflation balloon. After valve deployment, the balloon shaft was able to pull to warning marker, lock and use full fine adjustment with no resistance observed. Additionally, locknut/collet force measurements were taken of the returned device, and the recorded measurement showed the device met specification. Due to the nature of the complaint, no applicable dimensional testing was able to be performed at this time. Imagery provided from the field was evaluated, and the following was observed: delivery system removed from patient observed to be removed with 16f esheath as one unit, and the crimped valve at the proximal balloon shoulder was observed to have bunching of inflation balloon material and bunching of delaminated esheath liner. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a tricuspid valve is not indicated per the labeling; therefore the labeling ifus and ew training manuals do not instruct the operator how to position the sapien 3 valve in this scenario. The complaints for valve alignment difficulty and difficulty to withdraw system with the valve through the esheath were confirmed based on evaluation of the returned device. As reported, 'during valve alignment, the balloon could not be fully aligned with the valve. Multiple attempts were made to troubleshoot, but significant resistance was encountered and the balloon would not align inside the valve'. Device evaluation results (able to utilize gross and fine adjust without any abnormalities) suggests that there was no issue with the delivery system. It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. The exact cause of tension is unknown; however, possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps. If valve alignment was performed in a tortuous (non straight section) vasculature, this can cause the valve to become unseated (non coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher than normal alignment forces creating high tension in the system which can consequentially lead to the reported fine adjustment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that preforming valve alignment in a curvature appears to increase the possibility of 'diving' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. Without applicable patient/procedural imagery, a definitive root cause was unable to be determined. Available information suggests patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the complaint event. As reported, 'the operator quickly began to note resistance which increased when continued backward pressure was applied. The radiopaque marker of the esheath indicated the valve was partially inside the esheath, however, the position of the valve and delivery system in the patient's anatomy indicated the valve had traveled further inside the esheath than the marker was indicating'. Device evaluation showed device received with full flex being used, and the valve not centered on the flex tip. Per the training manual regarding thv retrieval through sheath, 'ensure the thv is centered on the flex tip' and 'verify the flex catheter is completely unflexed'. If the thv is not centered or if the delivery system is not completely unflexed, it may lead to the proximal struts of the valve to catch onto the distal end of the sheath liner and prevent withdrawal. It is possible that during thv retrieval through the sheath, the delivery system was not unflexed and thv not centered on flex tip, resulting in the reported withdrawal difficulties. Additionally, it is also possible that tortuosity was present in the patient access vessels. This may contribute to a non-coaxial withdrawal of the delivery system into the sheath. In this configuration, the valve can catch on the sheath distal tip and prevent any further withdrawal. Additionally, because the delivery system was withdrawn after gross alignment, the outer diameter of the crimped valve on the inflation balloon is larger than that of the crimped valve on the crimp balloon, which can further contribute to withdrawal difficulty. Without applicable patient/procedural imagery, a definitive root cause was unable to be determined. Available information suggests patient factors (tortuosity) and/or procedural factors (improper withdrawal techniques, non-coaxial withdrawal (crimped valve)) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.